Event description:
It was reported during an excision of a messenteric cyst when using the mcl20 it was reported the clips were scissoring. Another mcl20 was opened to complete the case. There was no consequence to the pt.